Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing resulting in two high ventricular (hvr) episodes and pacing inhibition. The noise was not reproducible. Programming changes were made, and the clinic will continue to monitor the patient. The patient was in stable condition.